Manufacturer narrative:
Three batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event of "damaged cable" was confirmed via visual inspection. Analysis revealed that the devices failed visual examination due to all batteries having the cable damaged near the battery connector, exposing the internal wires. The most likely root cause of the reported event can be attributed to wear on the strain relief as a result of excessive bending. The usage pattern most likely contributed to the fraying or breaking of the cable wire. Per the instructions for use (IFU): the hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. Users are instructed to return any damaged components to heartware. Any observed damage would be mitigated by the exchange of this component for another one. Therefore the potential that a damaged battery would cause a death or serious injury is remote. This will therefore result in user annoyance with no effect on the functioning of the pump. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. Battery - bat306458 / 1650 / manufacturing date: 10/27/2015 / expiration date: 10/31/2016 / UDI: (B)(4). FDA codes: (B)(4). Battery - bat305096 / 1650 / manufacturing date: 10/15/2015 / expiration date: 10/31/2016 / UDI: (B)(4). FDA codes: (B)(4)

Event description:
A vad coordinator reported that when a patient came in for his routine clinic visit, he reported that three of his batteries had cables with wires that were starting to show. The patient denied any overt damage to the batteries and stated that no alarms were reported. The patient was re-educated by the site on the proper handling of his equipment. The three batteries were exchanged with no reported patient consequence.